Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If ou dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer entered the intended bg value of 129 (mg/dl) as a carbohydrates value which caused bg level to decrease. Bg value was unknown; however, the bg meter registered a low reading. Cookies and juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.